Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The following malfunctions were found during evaluation: minor scratches on distal edge objective frame, corrosion at the charge coupled device connector and minor cracks on the side of the video connector. A definitive root cause could not be identified. Based on the results of the investigation a probable cause could not be provided a device history review revealed no issues that could have caused or contributed to the reported issue should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the video telescope had an error stating "should not proceed with surgery". The issue was found prior to an unknown procedure and it was completed with a similar device. There were no reports of patient harm.